Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when hitting the lung lobe bronchus using the 60 mm green reload, the green safety button was pressed, hold and pull the handle but it was difficult to hold and pull. It was stuck in the middle of the firing, unable to press down, hold it hard, and stopped until a crisp click sound. Checked the staple formation, and it was poor and had some part with door shape staples. The reload was replaced with a 60mm black reload, pressed the green safety button, hold and pull to activate the grip, felt that there was sliding when gripping so the firing was stopped. Took out the handle body and shook it to hear the sound of debris in the handle. Replaced with a new handle and a black reload to continue the operation. There was no patient injury.